Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.7cm diameter abdominal aortic aneurysm. The proximal neck was 20-23-21-22 mm in diameter and 15 mm in length. The left common iliac artery was 13-12-11 mm in diameter and the right common iliac artery was 14-13-7 mm in diameter. There was mild proximal aortic neck angulation. It was reported that on the completion angiogram, it was apparent that the renal arteries had been covered. The physician does not know the cause of the event. It was also reported that wire access was lost twice during the procedure and that the patient is not urinating. The physcian decided to convert the patient to open repair on however, the patient expired due to a myocardial infarction.

Manufacturer narrative:
(B)(4).